Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: component code 4755 was removed. H6: type of investigation 4115 was removed. H10: the device was returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a link break was noted when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, a proglide device was used successfully on the left common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.